Manufacturer narrative:
The pump was received with minor scratched display window and ink spots bleeding on middle of lcd glass. There were no cracks on lcd window noted.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there is a crack on their insulin pump. The customer's blood glucose level at the time of incident was 132mg/dl. The customer states the damage is on the screen. The customer was advised the pump would have to be replaced and returned for analysis.